Manufacturer narrative:
No testing or servicing was performed on the system because resolution of the reported issue was confirmed on call. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that in the case the camera cart stated localizer not connected. The medtronic representative (rep) who was present unplugged and replugged the lemo connector without resolve. The rep then rebooted the system and the system still stated localizer not connected. The rep then unplugged and replugged the lemo connector again and the localizer not connected error went away. Resolution of the issue was confirmed on call. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.